Event description:
It was reported that there was positioning/fixation difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix/lobe distorted/bent, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the shaft seal was out of position, and there was apparent explant damage; full lead returned and analyzed.